Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called via phone call to verify the serial number of an insulin pump that may have triggered an alarm. The customer's blood glucose levels were not provided at the time of the call nor was the customer assisted with troubleshooting. The customer did not state whether the product was going to be sent back for analysis.

Manufacturer narrative:
Device received with cracked/detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to cracked or detached end cap.

Manufacturer narrative:
Device received with cracked/detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to cracked/detached end cap.